Manufacturer narrative:
(B)(4).

Event description:
It was reported that a revision surgery was performed due to a broken neck of the anthology stem. The stem was removed. Patient required extensive femoral revision. No additional information provided at this time. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, a revision surgery was performed due to a fractured neck of an anthology stem. Per correspondence, the patient required an extensive femoral revision. It was communicated that the explant was no longer available for return/evaluation and there was no consent granted for the requested medical documentation. No further clinically relevant documentation and/or information was provided for inclusion in the medical investigation. Reportedly, the ¿fractured neck of an anthology stem¿ was the root cause of the event; however, this could not be confirmed or concluded based on the limited information provided. The patient impact beyond the reported fractured stem/neck and the revision procedure could not be determined. No further medical assessment could be rendered at this time. Should clinically relevant documentation become available the medical investigation task may be re-evaluated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury or surgical technique. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.